Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a cannula, it was reported that the patient was on an ECMO (extracorporeal membrane oxygenation) machine in 2023 where the hospital inserted a heart catheter that caused blood clots to let loose when it was removed. The patient was informed that they almost lost their right arm and possibly their life. The removal of muscle from their right shoulder still and always will cause them problems.